Event description:
The following has been reported: tubing leaking at set. No patient harm. Not hazardous drug. No tubing available. A preliminary review of the logs identified the following issue: administration set leak (external part). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.